Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on 22-feb-2026. Patient reported that two infusion sets are failed to stick properly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-05045- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.